Event description:
The customer reported to maquet that the arms of the surgical light system are difficult to move. He reported that there was no distance between the upper and the lower arm, creating friction between the two arms. No injuries were reported by the hospital. Factory reference number: (B)(4).